Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed the user facility performing incorrect leak testing and brushing sequence. The staff was observed not always inspecting the leak tester prior to connecting to the scope. The leak tester was not always attached to the scope prior to submerging the scope in water, the scope was not always removed from the water prior to disconnecting the leak tester from the scope and the scope was not always submerged during the leak test (knobs were out of the water). Leak testing was performed in detergent. Staff was also observed not always brushing in the correct sequence as the staff was using the channel opening brush prior to brushing the channels. The ess reviewed the correct practices with the customer and the customer was instructed to follow all olympus reprocessing procedures. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility requested an in-service for the evis exera iii colonovideoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scopes were being reprocessed incorrectly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and applicable corrections. Corrected field: provided leak tester model number. Following field was updated: added additional device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, it was likely that the facility staff was less trained on device handling and/or reprocessing according to IFU. This information is addressed in the instructions for use (IFU): IFU (reprocessing manual) cautions the user against insufficient reprocessing as below: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ correct steps are specified in ¿5.4 leakage testing of the endoscope¿. Correct steps are specified in ¿5.5 manually cleaning the endoscope and accessories, brush the channels¿. Olympus will continue to monitor the field performance of this device.